Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was attempted to be implanted but not used. With the lead inserted and the device placed in the implant pocket, the rv defibrillator coil impedance kept increasing until it was finally high out of range. Troubleshooting and multiple attempts were made to ensure correct measurement. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The inner insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to a cut. The inner insulation of the lead was observed to have blood ingression. The outer insulation of the lead was observed to have blood ingression. The overlay tubing of the lead was observed to have blood ingression. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.